Event description:
It was reported that during one day post implant check, the right ventricular lead exhibited an increase in pacing thresholds. The lead was explanted and replaced on (B)(6) 2014. The patient's condition was good and stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.